Manufacturer narrative:
D4- primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a remote follow-up, noise that resulted in over-sensing and increased capture threshold were observed on the right ventricular (rv) lead. The suspected cause of the event was due to lead damage, although not confirmed. The device was reprogrammed to resolve the event. The patient was stable.